Manufacturer narrative:
(B)(4). The insulin pump was monitored for several days and all operating currents were within specifications. The device passed the a 21 error test, displacement test and there were no unexpected failed battery alarm anomalies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received the failed battery test. The customer's blood glucose level was 234 mg/dl. The customer also stated that the battery compartment and spring were corroded. The device will be returned for the analysis.